Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had image noise and image was not visible. The issue was found during an inspection for use. There were no reports of patient harm.